Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, the atrial threshold raised abnormally when fixing the lead helix. The lead was attempted and not used. Another lead was used. It was also reported the left ventricular (lv) lead dislodged during slitting. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.